Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 401mg/dl at the time of incident. The current blood glucose was 401mg/dl. Troubleshooting was performed. They also stated that her blood glucose was 376 after 30 minutes. The product will not return for the analysis.